Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose (bg) level was "high"; however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.